Manufacturer narrative:
(B)(4). Batch # m9122w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: is detached tissue pad being sent back with rest of device for analysis? No. If not, was detached tissue pad discarded? Yes, it was discarded from the or.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad fell off. It was recovered by the or staff from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.